Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection at the needle puncture site which occurred three days after the sensor had been inserted in the arm. The patient had bleeding in the area. The patient consulted a doctor (date unspecified) and was provided an unremembered antibiotic for 1 week due to infection. There were no other symptoms reported, and there was no report of any additional medical intervention. At the time of the report, the patient was in good condition. At the time of the report, the patient was in good condition. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).